Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had a unresponsive buttons and piece was started to chipping away. The customer¿s blood glucose was unknown. The customer also reported that the reservoir compartment was cracked from top to bottom and insulin pump was slower and louder. The customer declined to troubleshoot. The insulin pump will not be returned for analysis.

Manufacturer narrative:
No button error alarm noted during testing. Device had intermittent buttons response due to flattened (creased) act button dome switch. No unlocked lcd keypad connector noted. Device passed operating currents, self-test, a21 error test, rewind test and displacement test. Device had cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube window, cracked case at reservoir tube window corners.